Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the clinical diabetes specialist (cds) had been experiencing difficulty with the usb cable. Cds stated that customer's cable was not working great and wanted to know if a replacement was available. There was no reported blood glucose impact reported. Multiple follow up attempts were made by tandem customer technical support (cds) to complete troubleshooting with the contact; however, the contact did not respond.